Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was moderately calcified with no tortuosity. It was reported that while the dr was advancing the stent delivery system the artery was dissected, however the dissection was not evident at that time. The dr was unable to advance the delivery system to the intended landing zone. Upon removal of the delivery system the dissection turned into a perforation of the external iliac artery. The dr elected to repair the vessel with two of another MFR's stent grafts. No additional sequelae were reported and the pt is fine.